Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer's blood glucose. Customer was advised to change their site and multiple attempts were made to gather more information; however, no response was recieved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.